Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 04.037.214s, lot h784928: manufacturing location: monument. Manufacturing date: november 30, 2018. Expiration date: november 01, 2028. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was completed: the received tfna nail is broken into two pieces at the shaft head, just at the guiding hole where the blade is passing. Otherwise no other significant damages were found besides of slight scratches. All features related to the reported complaint condition were reviewed and no other issues were identified. The outer diameter head (near to breakage point) was measured and found to meet the specifications / all listed specifications. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material titanium alloy (til5mo) was used according to drawing. The broken surface is homogenous what indicates material conformity as well. The complaint condition is confirmed as the nail was found broken. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. These findings let us exclude a manufacturing related issue. Based on the provided information we assume that during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an open reduction internal fixation (orif) surgery for a right femoral trochanteric fractures (type of fracture: 31a3.3) using the trochanteric fixation nail advanced (tfna) system. On (B)(6) 2020 the CT photo showed no problem,but the patient felt pain. On (B)(6) 2020 when the surgeon examined the CT carefully it was confirmed that the nail had been broken at the part under the blade. Also, the bone union was not achieved. The patient was not walking with full weight while using an alpenstock. A revision operation was performed on (B)(6) 2020 to remove the broken nail and a tfna long was implanted. Concomitant devices: lockscr ø5 l36 f/nails tan light green (part# 04.005.526s; lot# 6l50076; quantity: 1). Tfna end cap extens. 0 tan (part# 04.038.000s; lot#5l99865; quantity: 1). Tfna helical blade l105 tan (part# 04.038.305s; lot# 9855085; quantity: 1). This report is for one (1) 12mm/125 deg ti cann tfna 235mm/right - sterile. This is report 1 of 1 for (B)(4).